Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had air in the line that was not filtered out while priming medication. Additionally, another set also had air in the line that resulted in the infusion being paused. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "3- when rn priming tubing for medication, filter not filtering air. Filter removed and new filter placed on line. 4- 4 filters with same lot number not filtering air. After pt connected to med line - pts mom noticed air not filtering - infusion paused before any air could reach pt. Filter changed."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the filter is not filtering air could not be verified due to the product not being returned for failure investigation. A device history record review for model 20028e lot number 21039636 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21039636 regarding item #20028e.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had air in the line that was not filtered out while priming medication. Additionally, another set also had air in the line that resulted in the infusion being paused. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "3- when rn priming tubing for medication, filter not filtering air. Filter removed and new filter placed on line. 4- 4 filters with same lot number not filtering air. After pt connected to med line - pts mom noticed air not filtering - infusion paused before any air could reach pt. Filter changed."